Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a stripe pattern in the image. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): - please strictly observe the following items. The endoscopic image may disappear unexpectedly during the examination, or the freeze may not be released. If the camera cable is curled up, do not pull it forcibly, but straighten it gradually. There is a possibility that the camera cable may break. Do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head image was striated and cable was bent. The issue was found during reprocessing (cleaning and disinfection). There was no patient harm or injury reported due to the event. No user injury was reported.

Event description:
It was reported that the camera head image was striated and cable was bent. The issue was found during reprocessing (cleaning and disinfection). There was no patient harm or injury reported due to the event. No user injury was reported.

Manufacturer narrative:
E1: address- customer facility/hospital address full address: (B)(6). E2: no information. G1: manufacturing contact office facility name: shirakawa olympus co., ltd investigation is ongoing. This report will be supplemented following investigation completion and or supplemental report(s) will be submitted should any relevant new information is available and / or received.